Event description:
It was reported that the pump displayed inaccurate readings of drug delivered and remaining during infusion. There was patient involvement and no harm reported.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump displayed inaccurate readings of drug delivered and remaining during infusion" could not be confirmed/duplicated. Delivery accuracy test results were within specification. Nothing related to the complaint was found in the device event log/alarm history review. Performed downstream occlusion/upstream occlusion sensor calibration. Updated software and unit reset to standard configuration. The unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.